Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days. The patient was treated with cefazolin and vancomycin (dose, route unknown). Per the nurse and patient, no defective packaging or dry minicap was observed. The cause was unknown. Per the nurse these events were unrelated to baxter devices or solutions.

Manufacturer narrative:
(B)(4).